Event description:
When drawing blood from the patient using a butterfly, the smiths medical luer lock on the blood tube holder leaked. According to the phlebotomist, the boot is made of a non-latex/rubber material and is very thin. It gets stuck on the needle and when collecting multiple tubes (as few as two), and the needle punctures the boot breaking the seal and caused the leak. Several dozen units which malfunctioned have been sent back to smith's qa department.